Event description:
The rptr called to inform FDA of what they believe to be a form of false claim or fraud regarding the rascal 305 & rascal 310 motorized wheelchairs. The pt is over 500lbs which was known to the MFR when a state funded healthcare provider contacted the MFR to acquire an appropriate wheelchair for them. At that time the co stated that they did not MFR an appropriate device with an adequate weight capacity. Sometime later, after the MFR had charged the healthcare provider for the chair, the co delivered a rascal 305 to the pt and instructed them that it was adequate for their needs. The consumer stated that the device was a refurbished unit and on the first day of ownership a broken wire in the tiller caused the chair's brakes to activate, suddenly tossing the pt out of the chair. The pt was uninjured. Weeks later, the consumer had problems with the tires rubbing against the frame, impeding movement & rendering the chair unusable. A svc rep came to repair the device and informed the pt that nothing could be done, as the weight capacity on the chair was only 450lbs. The co replaced the chair with a model 310, which the consumer later learned has a weight capacity of only 400lbs. The frame on the 310 broke, first when the consumer's spouse, weighing only 113lbs sat in the chair, and a replacement frame broke after use by the pt. In neither incident was anyone injured, but the consumer is very unhappy with the treatment they have received and the numerous attempts of the co to "get a sale" regardless of whether the device was structurally appropriate, thus putting the pt in jeopardy and charging the state for a medical device that is unusable.